Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited high capture thresholds. An x-ray confirmed lead disldogement. The patient is pacing less than 1 percent in the atrium and is 100 percent bi-ventricular paced. The physician does not want to revise the atrial lead. The patient would be monitored at subsequent follow-up vistis.